Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that they obtained indeterminate (ind) results on 4 of 5 rubella igg external survey samples on the access 2 analyzer. Customer stated that one sample responded at 0.0 iu/ml. Customer stated that quality control (qc) recovered in range prior to this event, however, qc after the event gave ind results on qc1 and 0.0 iu/ml on qc2. There were no patient samples analyzed from the rubella igg pack in question. Therefore, patient results and patient treatment were not affected. Customer technical support (cts) assisted the customer with troubleshooting. Cts had the customer load a fresh rubella igg pack and qc responded correctly; and external survey samples gave actual values, which indicated that the system was performing properly. Cts concluded that user error, due to pack sharing, was the probable cause of the event since the customer does have a second access 2 analyzer on-site.